Event description:
It was reported the resection sheath was in use and a damage had occurred during a transurethral resection, therapeutic procedure. A fragment fell off while the electrode was being manipulated inside the bladder. The intended procedure was completed using the same device. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.